Manufacturer narrative:
Currently the device remains implanted. This report will be updated upon receipt of device, and completion of analysis.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. The device currently remains implanted. No adverse effects were reported and the patient is scheduled for a replacement within the following months.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported during a routine follow-up, the device was exhibiting premature battery depletion. The device was explanted and replaced without issue. No adverse effects to the patient was reported.